Event description:
It was reported the pt had other health issues and had stopped charging the ipg for about 6 months. Follow up identified the physician replaced the ipg. It was reported the issue was resolved, and the pt received effective stimulation postoperative.

Manufacturer narrative:
Recall # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.